Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. The customer's blood glucose level was 50 mg/dl. Cause of the low bg is unknown. Bg was addressed via consumption of carbohydrates. Reportedly, the customer reverted to manual injections for insulin therapy.